Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) examined the system onsite and confirmed that the detector cannot rotate. Review of the log files showed idr motor and encoder error. The field service engineer (fse) checked the post result and found that the beam propeller axis version test failed. Fse confirmed that the amc was defective. To resolve the issue, fse replaced the amc and did the related calibration. After replacing, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that there was an abnormal rotation of the geometry during imaging. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) examined the system onsite and confirmed that the detector cannot rotate. Review of the log files showed idr motor and encoder error. The field service engineer (fse) checked the post result and found that the beam propeller axis version test failed. Fse confirmed that the amc was defective. To resolve the issue, fse replaced the amc and did the related calibration. After replacing, the system returned to use in good working order. The codes were updated based on the investigation outcome. The reporting address line 1 and the reporting address city have been updated.